Event description:
The customer reported that at the one day post op examination a laser vision correction patient presented with trace diffuse lamellar keratitis (dlk) in the left eye. The patient was treated with topical steroids. The patient''s post op visual acuity was not provided however the patient was reported as being happy with their visual outcome.

Manufacturer narrative:
Exact date of event is unknown. Date provided is an approximate date.information in section f10 is provided by the manufacturerthe clinic is reporting this event only and does not suspect the equipment as the source of the dlk. Field service was not requested. The clinic is experiencing a cluster of dlk cases and the amo clinical development manager is assisting the customer with their investigation into the cause of the dlk. (B)(4): placeholder.